Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that another manufacturer's right ventricular (rv) lead associated with this cardiac resynchronization therapy defibrillator (crt-d) exhibited low pacing impedance measurements less than 200 ohms. A procedure was performed and the rv lead was surgically abandoned. The lead was not tested with the pacing system analyzer (psa) prior to being abandoned, but at the previous device replacement procedure the lead was repaired using a repair kit. There was no evidence of lead insulation damage on the x-ray. The device was downgraded to a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.